Manufacturer narrative:
The brt evaluated the device. It was determined that this was a malfunction of the processor pca which was recommended to replace. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer replaced the processor pca to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the processor pca is defective. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that during the device checks, it was detected that the processor card of the relevant device had a failure. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.